Event description:
A customer called beckman coulter regarding three discrepant urine test results from three different pts. When the pts were tested all three pts tested negative (-) with the icon 25 hch test kit. The pt's sample were retested for hcg using an unk method. All three pt samples generated positive results. There has been no change to pt treatment that can be attributed to this event.